Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that signal loss occurred. Date of event is an approximation. On 05/15/2024, the reporter woke up in the middle of the night and went to check the patient¿s cgm (continuous glucose monitor) value on the phone, but the cgm was showing signal loss. It was reported the signal loss occurred for over 3 hours. Then the patient went to check the patient¿s tandem insulin pump and the cgm reading on the pump showed 40 mg/dl. No bg meter comparison was taken at this time. The reporter called 911 and while waiting for ems (emergency medical services), the reporter injected the patient with glucagon. Upon trying to wake the patient, the patient fell off the bed and scraped his head. The patient also started displaying ¿unusual behavior¿ and was ¿getting crazy¿ per the reporter. Once ems arrived, the patient was treated with an unspecified IV fluid. A drug test was also drawn. It was noted that it took 5 people to carry the patient to the ambulance to be transported to the ER. At an unspecified time during this event, the patient went into a coma for 2 days. The patient was discharged home after 3 days of being hospitalized. The patient was okay at the time of report. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause could not be determined. No additional patient or event information is available.